Event description:
Additional information indicates the patient stopped charging their ipg after losing their charger.

Event description:
It was reported that the patient's ipg was inoperable. Surgical intervention was undertaken on (B)(6) 2019 where the ipg was explanted and replaced. Issue resolved.